Event description:
The customer reported that their viewsonic monitor for the acuity central station was not working for an unknown reason. During the troubleshooting welch allyn technical support found that the system had restarted for an unknown reason. This resulted in a temporary inability to centrally monitor patients. There was no report of any patient harm as a result of the reported events. The customer did not have patients on monitor during failure.

Manufacturer narrative:
The device will not be returned for further evaluation. However, the device was available via telephone communication. We have not yet completed the investigation.